Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited that during manual reprocessing, cleaning fluid was not pumped through the air and water channels. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: per olympus visit the facility on august 5, 2024, a non-olympus reprocessor, endocleanstm neo made by advanced sterilization products was used. It was found that manual feeding of the detergent solution was not conducted based on the information that feeding of the detergent solution was not required with the 3rd party reprocessor. Instructions for gif-xz1200 reprocessing manual chapter 4, ¿reprocessing workflow for endoscope and accessories¿ describes the reprocessing method. Olympus will continue to monitor field performance for this device.